Event description:
The event is reported as: the device was jamming during use on a pt. No pt injury was reported.

Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Conclusions: CAPA (B)(4) was opened to address the issue of staples jamming. If add'l info is rec'd, a f/u report will be sent.